Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. On the low setup screen on the pump, the alert on low alarm and the suspend on low alarm were selected. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly or calibration anomaly noted. The alert on low alarm and the suspend on low alarm functions properly during testing with audio tone alerts. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube extending to the side of the pump, cracked case at corner of the belt clip rail and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 18-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 18-jul-2025 in the pump history file and found 1 lowbatteryalert (104) on 07/12/2025 03:37:00.000, 1 lostsensor1alert (780) on 07/12/2025, 2 lostsensor1alert (780) on 07/13/2025, 3 lostsensor1alert (780) on 07/16/2025, 1 nodelivery (7) alarm on 07/17/2025 (during bolus), and 3 lostsensor1alert (780) on 07/18/2025. Earliest power data available per the power management tool/detail trace file is on 8/5/2025 3:50:59 pm. There was no power data available for the date of 07/12/2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor. No damage noted on the force sensor. The pump passed the functional testing. Unable to confirm alleged low bgs. The alert on low alarm and the suspend on low alarm functions properly during testing with audio tone alerts. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Damage-moisture confirmed (pump was cut open to perform visual inspection and found moisture damage on the pcba1, pcba2, and motor). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the pump did not give an alert when blood glucose was low. Blood glucose value at the time of the event was 40 mg/dl. The customer visited the emergency room(ER) and was admitted to the hospital and treated hypoglycemia with glucose/carbohydrate intake. The event involved product(s) mmt-1884l, mmt-342g, mmt-431ag, and mmt-7040a. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.